Event description:
During a sling procedure in 2008, client had a hysterectomy, rectocele and cystocele procedure done. Because of a myriad of issues after the sling procedure, a mesh was implanted to fix a prolapse on (B)(6) 2009. After the mesh was implanted, pt started having pain, (bleeding) constant spotting, 12 uti's, painful urination, dyspareunia, urinary incontinence, emotional changes, irritability, depression, anger, sleep disturbance and fatigue. Due to scar tissue, an add'l surgery was performed in (B)(6) 2010. Dr stated that her organs were stuck together and mesh was placed to keep her organs separated. Pt has recurrent prolapse issues currently is facing another surgery. She was informed by her physician that the mesh had migrated and eroded through her vaginal mucosa. During intercourse her husband stated that the mesh caused him discomfort because of the protrusion.